Event description:
On (B)(6) 2013, the following info was provided. During an endoscopic retrograde cholangiopancreatography (ercp), a cook acrobat calibrated tip wire guide was used. The wire guide would not advance through the extraction balloon. A wire guide from another MFR was used to complete the procedure. The acrobat wire guide was examined after the procedure and it seemed to have a kink in it. This did not reasonably suggest a reportable event had occurred. On (B)(4) 2013, our eval of the returned device confirmed there is damage to the coating at the distal tip. This has been established as a reportable occurrence. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. There is a 1 mm nick in the coating approx 18 cm from the distal end. In addition, there is a 1 cm section of the core wire exposed distally from the 20 cm printed marks. Two of the printed centimeter marks between the 15 cm and the 20 cm markers are missing. There is as slight coating damage in the area of the missing print marks. Due to the exposed core wire in this area along with the slight damage a determination could not be made on the cause of this observation. Ther is a small area of overlapping coating on the side opposite of the hole. Under high magnification, this overlapping section is observed to be fused in that shape of a small flap. The most likely way for the material to have formed this shape is the presence of heat. The source of the heat is unk. Due to the condition of the returned device is cannot be determined if a section of the coating is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flus the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. If add'l pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record conformed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessement. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.